Event description:
It is reported that the device was implanted in 2002. The device was revised in 2007, due to osteolysis and loosening.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Evaluation summary: cause cannot be definitively determined. Evaluation: 100-68 tibial insert meets specifications as measured. Device history records indicate device manufactured to specification.